Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was charging the pump when it shut off and became unresponsive. The customers blood glucose (bg) level was impacted (525 mg/dl) with moderate ketones present. The customer took a manual injection and drank a lot of water to stabilize bg level. Troubleshooting with tandem technical support was performed. In addition, the customer reported that the usb charging cable was not fitting properly in the pump usb port. Reportedly, the cable end is loose. The customer was sent a replacement usb cable. It was indicated that the customer would use manual injections as alternate insulin therapy.